Event description:
During an endoscopic ultrasound procure, a therapeutic needle aspiration for fluid was performed. Color doppler imaging was utilized prior to needle puncture to confirm a lack of significant vascular structures within the needle path. It was difficult to initially pass the 19 gauge needle through the wall of the cyst cavity but upon puncture, clear, yellow fluid was removed without any evidence of purulence. We aspirated approximately 300 cc of fluid and then decided to remove the needle from the cyst and re-insert another 19 gauge needle because the flow was somewhat sluggish. Upon removing the needle, we did visualize what appeared to be approx 3 cm of residual needle in the cyst cavity. Likely broken 19 gauge 3 cm needle fragment left in the cyst cavity.